Event description:
It was reported that the patient had not been seen for a device check in over two years. The patient presented to the emergency department with shortness of breath and malaise. The device could not be interrogated and was at end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.